Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as: 2134265-2009-03508. It was reported that during a coronary drug eluting stenting treatment procedure, a deployment issue occurred. The 99% stenosed de novo lesion was located in a moderately tortuous and severely calcified mid right coronary artery that contained a bend of nearly 90 degrees. The lesion was predilated with both 1.5x8mm and 2.5x15mm non bsc balloons. The stenosis after predilation was 75%. A 2.5x20mm taxus liberte' drug eluting stent was deployed in lesion, however; it did not fully deploy. A 2.5x15mm apex balloon was used post dilate the stent and fully deploy it. The balloon was inflated to 20 atms for 15 seconds and 20 atms for 20 seconds when it ruptured on the second inflation. The procedure was completed with a different device. No patient injuries or complications occurred. Patient's status is satisfactory.